Manufacturer narrative:
Investigation summary: "no samples and 1 photo were returned by the customer in support of this complaint. The photo was evaluated and does not show the customer¿s failure mode of stopper function. Therefore, 86 retention samples from the bd inventory were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Additionally, 10 retention samples were functionally tested and there were no issues related to stopper function observed. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. "

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes cap comes off but the rubber stopper stays inside the tube. This event occurred four times. The following information was provided by the initial reporter. The customer stated: "customer problem: customer reports ongoing issue with stopper not fully removed from bd vacutainer tubes, in this case it is for cat 367960 lot 2166083. Steps taken with customer/troubleshooting: per pir3047950, this is the 4th type of tube presenting the issue. Other cases are 1862202, 1866778, 1838534. Per customer, the decapper on their roche 8100 pulls the hemogard portion of the cap off but the rubber stopper stays behind."